Event description:
The following descriptions of the event were copied from e-mails sent by the foreign distributor to carefusion tech support. "The avea ventilator was on baby and the tidal volume fell down to zero and then went negative. The biomeds re-calibrated the flow sensor but the issue was not resolved." "Also, the avea was worked on by the biomeds after the incident since they replaced the flow sensor. I am thus not sure how we should be dealing with this since the avea has been tampered with after the incident was encountered." The following additional information concerning the event was copied from a questionnaire sent by carefusion and received back from the user facility on (B)(4) 2014. "Patient noted to have decreased saturation and subsequent decreased hr on monitor. When responding to event, ventilator (avea) screen) was noticed to have flow tracing as negative (below 0 line). Patient was disconnected and manually ventilated for a brief time (ett was patent). Returned to avea but flow remained below 0. Flow sensor removed and recalibrated. (No improvement) ventilator was replaced for further investigation. Events similar to this were common for this patient but this was first time graphic display was noticed to be altered. Unknown if ventilator was cause of event [patient] remained on ventilator support."

Manufacturer narrative:
(B)(4). Carefusion is in the process of making arrangements with the foreign user facility and foreign distributor to have the device returned to carefusion's failure analysis lab in palm springs, ca for evaluation. Once the device has been received and the evaluation complete, a follow-up medwatch report will be submitted.